Event description:
It was reported to boston scientific corporation on (B) (6), 2009, that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B) (6), 2009. According to the complainant, after removing the forceps from the package, the site noticed that the device was "tied in a knot." The package was sealed and showed no signs of having been tampered with. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was able to provide the suspect device lot number; however, the lot expiration and device manufacturer dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review was performed and no anomaly was identified. The most probable root cause for the reported malfunction is under preference issue. (B) (4).